Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as model number and batch/lot number are unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported the part number 70-0121 plate was implanted on (B)(6) 2023 and was discovered to be broken while implanted about 2 weeks before the revision surgery on (B)(6) 2024 (estimated event date (B)(6) 2024). No further information is available despite follow up attempts.